Event description:
Information was received indicating that while using a 100ml cadd medication cassette with flow stop, the pump exhibited a ?no disposable, pump won't run " alarm. Per reporter cassette won't work on any pump. Per reporter, residual volume was 54.4 ml. No adverse patient effects were reported. Per reporter, no further details were provided.

Manufacturer narrative:
Additional contact information: (B)(6).